Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station randomly shut down. A field service engineer confirmed as per customer support center (csc) notes, replaced the battery. The site was advised to continue monitoring the device. Functionality was tested and confirmed successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station shut down unexpectedly on its own at approximately 6:45 pm est. However, there were no delays or adverse events or injuries reported based on this event.